Event description:
It was reported that unspecified bd infusion set was occluded. The following was information was provided by the initial reporter with the verbatim: while on sms rounding rn on med/surg reports that when infusing tylenol IV in glass container she is unable to get secondary drips to flow. She has the primary fluid lower by 9.5 inches with secondary clamp fully extended. She has the vent on the secondary tubing opened after priming. She reports the only way she can get the secondary to infuse is by inserting a needle into the vent of the secondary tubing.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E1: initial reporter facility name: (B)(6) medical center (fka (B)(6) hospital). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.